Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed and no anomalies were found.

Event description:
It was reported that the patient received radiation therapy. A device check after showed a description in the wavelet feature of "setting change during the device check." When the interrogation was done a second time, the description disappeared. The next day, the patient received the same radiation therapy. The device check afterward did not show the description that appeared the day before. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.